Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker showed inconsistent battery longevity. When it was check several months ago it showed 1.5 years of battery longevity but when it was check again few months after it already reach end of life (eol). This pacemaker was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.